Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.update/correction to sections b4, d4, g6, h2, h3 and h10.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of explanted device. Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.